Event description:
The customer reported a repeated error alarm. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic and motor assembly. Unable to verify the error alarm due to the blank display.